Event description:
The biomed from a hospital in (B)(6), reported that the iw930 baby control cosycot infant warmer displayed an error code e17. They further reported that the heating element was not working and the harness connectors were discoloured. A service of the infant warmer was requested. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the head warmer assembly of the complaint iw930 baby control cosycot infant warmer was returned to our service center in (B)(4), where it was inspected by a trained fph service engineer. The heating element and the upper head harness were then sent to fph (B)(4) for further investigation. The returned components were visually inspected and the heating element was resistance tested with a calibrated multimeter. Results: during our investigation the infant warmer immediately displayed error 17 when it was turned on. Visual inspection revealed that the spade terminal on the heating element was discoloured and corroded. Chipping of the heater head near the grille clip was also noted. The dome of the heater head was also slightly discoloured and dented. The resistance test showed that the heating element was within specification. A lot check revealed no other complaints of this nature for lot 020218. Conclusion: it is likely that the observed fault occured over time. The complaint infant warmer is over 12 years old. It is possible that corrosion or a loose terminal in the heater element caused increased resistance, resulting in a faulty connection. The warmer displayed an error code and entered a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. All components on the harness assembly of the infant warmer are enclosed in a fire retardant sheath inside a fire retardant enclosure and are fire rated by underwriters laboratories (ul). The infant warmer's heater head, harness and heating element were replaced by a trained fisher & paykel technician at our irvine service center and was returned to the heatlhcare facility after passing the electrical safety and performance tests.

Event description:
The biomed from a hospital in (B)(6), reported that the iw930 baby control cosycot infant warmer displayed an error code e17. They further reported that the heating element was not working and the harness connectors were discoloured. A service of the infant warmer was requested. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint infant warmer was recently returned to our service centre in (B)(4) for repair. Our investigation is currently in progress. We will provide a follow up report upon completion of our investigation.